Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1t440, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient informed the manufacturer representative (rep) she is having an increased leakage times two months. The patient informed that she fell on (B)(6) 2020 and when she called her physician office, they asked that she calls the rep. The patient does not feel her unresolved utis are related to her device not working. She informed the rep her personal care practitioner (pcp) cannot find a medication to clear it and also told her pelvic specialist is sending her urine off for a specialized culture. They switched programming today. The patient does not have any pain with her device since her fall. A follow up is scheduled on monday to see if her symptoms of leaking urine have decreased. The managing physician has been informed of the programming change and follow up. No further patient complications are anticipated or expected as a result of this event. Result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that clearing their uti resolved their fall affecting their device. No further complications were reported.